Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 33 events were reported for this quarter. Product return status: 31 devices were received. 2 devices investigation type have not yet been determined. Evaluation status: confirmed 22 reported events were confirmed during testing. 12 devices were found to be affected by internal corrosion. 9 devices were found to be affected by compromised lubrication. 1 device was found to be affected by damaged bearings. Not confirmed 5 reported events were not confirmed during testing; however: 3 devices were found to be affected by internal corrosion. 1 device was found to be affected by compromised lubrication. 1 device was found to be affected by a broken push rod. 1 reported event was not confirmed during testing. In progress 3 device evaluations are in progress.   Additional information: 33 devices were not labeled for single-use. 33 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 33 </noe> malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact.

Event description:
This report summarizes <noe> 33 </noe> malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 33 previously reported event is included in this follow-up record.   Product return status 32 devices were received. 1 device investigation type has not yet been determined.   Event confirmation status 22 reported events were confirmed; the cause traced to component failure. 9 reported events were not confirmed. 1 device evaluation is still in progress. Evaluation results 15 devices were found to be affected by internal component corrosion. 12 devices were found to be affected by a lubrication problem. 2 devices were found to be affected by a mechanical problem. 2 devices had no device problem found.